Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4).

Event description:
It was reported that there were high right ventricular (rv) and superior vena cava (svc) coil impedances on the right ventricular (rv) lead. Rv coil fracture was suspected. A chronic lead was used for the high voltage portion of the lead and the pace/sense portion remains in use. No patient complications have been reported as a result of this event.